Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. The needle was primed prior to the injection and there were no issues. During the first injection, there was a "bit of resistance." When the injector pushed a little harder, the needle popped off the syringe and the filler splurted out onto the patient's face and neck. No injuries were reported.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. The needle was primed prior to the injection and there were no issues. During the first injection, there was a "bit of resistance." When the injector pushed a little harder, the needle popped off the syringe and the filler spurted out onto the patient's face and neck. No injuries were reported.